Event description:
It was reported that the patient presented to the hospital for bi-atrial crt-d system extraction due to infection. Echocardiography was performed and revealed methicillin-susceptible staphylococcus aureus (mssa) infection with unconfirmed lead vegetation. The implantable cardioverter-defibrillator (ICD), right atrial (ra), left atrial (la), right ventricular (rv), and lateral coronary sinus leads were explanted and replaced with a new contralateral crt-d system. The cause of the infection was not definitively confirmed; however, it was suspected to be associated with a recent gastrointestinal diagnostic procedure. The patient¿s condition remained stable.